Event description:
It was reported to distributor by facility. They were using the lift in a resident transfer, when the spreader bar became detached from the lift and scale. Dropping the resident approximately five feet. Resident was sent to ER for medical exam. Facility also stated there were three staff members present when this occurred. The lift is currently out of service. Facility chose option to have their scale reworked, and facility sent copy of the response form that said fix was completed by their maintenance personnel on 01/10/2008. RMA was issued to get components back for evaluation. Facility refuses to send back the scale in question for investigation and proper evaluation, this refusal to return all components involved in this alleged injury hinders the process of completing a formal and thorough investigation of the product in question. We can only assume that when the facility received the replacement kit, and returned the completion form as completed that they did not follow the rework instructions as specified by the manufacturer, and or they did not do the rework, and the alleged incident occurred while the old kit pieces were still in service. This incident most likely could have been prevented. Bhm manufacturer of lift has been notified.